Event description:
It was reported the customer was hospitalized due to low blood glucose. Customer used humalog u40. Prior to hospitalization the customer ate cake.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.